Event description:
Stryker mako acetabular inserter missing 1 screw with several (~2) loose screws. This was used x2 today during hip replacements. Or nurse director alerted by spd director who noticed screw was missing after the procedures. Manufacturer response for stryker mako acetabular inserter, stryker mako acetabular inserter (per site reporter). In april, similar event reported, and we received an exchange.